Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became stuck on the "test bg" screen and customer was unable to return to the home screen. There was no impact to the customer's blood glucose (bg) levels. During troubleshooting with tandem technical support, the customer was able to perform a button alarm and the pump screen was able to function.